Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: a 13-month complaint history review and service history review for similar complaints was performed for aia-900, serial (B)(4), from 15-nov-2016 through 15-dec-2017. There were no other similar complaints identified during the searched period. The st aia-pack 27.29 analyte summary manual under page 10 states the following: in order to monitor and evaluate the precision of the analytical performance, it is recommended that commercially available control samples be assayed daily. The minimum recommendations for the frequency of running internal control material are: · after calibration, two levels of controls are run in order to accept the calibration curve. · the two levels of controls are also repeated after calibration when certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, maintenance of the wash probe or detector lamp adjustment or change). · after daily maintenance, at least two levels of the control should be run in order to verify the overall performance of the tosoh aia system analyzers. If one or more control sample value(s) is out of the acceptable range, it will be necessary to investigate the validity of the calibration curve before reporting patient results. Standard laboratory procedures should be followed in accordance with the regulatory agency under which the laboratory operates. Specimen collection and handling samples may be stored at 2° - 8° c for up to 24 hours prior to analysis. If the analysis cannot be done within 24 hours, the sample should be stored frozen at -20° c or below for up to 60 days. Repeated freeze-thaw cycles should be avoided. Turbid serum samples or samples containing particulate matter should be centrifuged prior to testing. Prior to assay, slowly bring frozen samples to room temperature (18° - 25°c) and mix gently. The most likely cause of the reported event was due to degraded api survey samples.

Event description:
On (B)(6) 2017 tosoh became aware that during proficiency testing performance with american proficiency institute (api) survey samples, the customer failed the ca 125 analyte on the aia-900 instrument. Quality controls were running on the higher end of the acceptable range on the day of the proficiency testing. The customer reported that the api survey sample was run on (B)(6) 2017. Sample: (B)(6), result: 215.1 u/ml, expected range: 179.9 - 210.6 u/ml. The customer reported that calibration for ca 125 was last completed on (B)(6) 2017. The customer repeated the survey sample and obtained a result of 222.1 u/ml, which was still out range high. The tosoh technical support specialist suggested to the customer to perform calibration on the aia-900 instrument. The customer reported that after re-calibrating the aia-900 instrument, the survey sample was repeated and obtained a result of 182.4 u/ml.

Manufacturer narrative:
(Corrected date): a 13-month complaint history review and service history review for similar complaints was performed for aia-900, serial number (B)(6), from 26-nov-2016 through 26-dec-2017. There were no other similar complaints identified during the searched period. (Corrected analyte reference). The st aia-pack ca 125 analyte summary manual under page 5 states the following: calibration: the calibrators for use with the st aia-pack ca 125 are prepared gravimetrically and are compared to internal reference standards. The calibration curve for the st aia-pack ca 125 is stable for up to 90 days. Calibration stability is monitored by quality control performance and is dependent on proper reagent handling and aia system maintenance according to the manufacturer's instructions. Recalibration may be necessary more frequently if controls are out of the established range for this assay or if certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, or detector lamp adjustment or change). For further information regarding instrument operation, consult the aia system operator's manual. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.